Event description:
It was reported via repair work order that the head end lift was functioning intermittently due to a malfunctioning cpu board and broken/loosely connected head end lift power coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.